Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was changing out the cartridge and was unable to resume insulin due to the pump stating "no insulin was on the cartridge". The customer's blood glucose (bg) level was 321 mg/dl and would deliver a correction bolus to manage bg level. During troubleshooting with tandem technical support, there were no alerts or alarms noted in the pump logs. Cts assisted customer through the load process with the same cartridge and the contact was able to successfully load the cartridge.